Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that twenty-eight days following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized at another hospital due to fever. It was noted the patient¿s condition became stable after administering antibiotics. During the one-month consultation following the valve implant procedure, the patient had no issues. Eight days later, the patient was reported to be recovering. Per the physician, the valve and the valve implant procedure were not contributing factors to the patient's fever. 10 months and 16 days following implant of the valve, the patient was hospitalized for a cerebral infarction. The patient was transferred to a chronic care ward and rehabilitation was performed. 1 month later, the patient was reported as recovering. No additional adverse patient effects were reported.